Event description:
Pt reported that the device will not prime. He stated that the device's piston rod is frozen at the base of the cartridge compartment, although the motor continues to run, and the lcd displays the icon indicating that the piston rod is retracting. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.